Event description:
Additional information reported that the replacement was successful. There were no hospitalizations or patient injuries.

Event description:
It was reported that there was a break or fracture "mid lead". There were no patient symptoms or injuries related to this event but the lead was consequently explanted and replaced with another lead. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3889-28, lot# v866983, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).